Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018 due to the previously reported lead noise. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling lightheaded. Review of the electrograms revealed intermittent noise on the ventricular lead. Noise could not be reproduced in clinic with isometric testing. The device was reprogrammed to fixed sensitivity as the patient is pacemaker dependent. The patient was feeling fine post device reprogramming. The patient will continue to be monitored.